Event description:
Clamp was applied by attending physician. Procedure was cervical laminectomy and injury occurred during positioning. As patient was turned prone the headrest "sprang open" causing 2-3cm laceration on right side of patinet's head. No known post operation complications to patient due to laceration.